Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing pain radiating across the clavicle and bicep after an implantable pulse generator (ipg) replacement procedure, reported in 3006630150-2023-05899. The physician recommended that the patient perform exercises at home and the patient has begun physical therapy. Additional information was received that the pain was also located in the shoulder. The patient was advised to take tylenol for the pain.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing pain radiating across the clavicle and bicep after an implantable pulse generator (ipg) replacement procedure. The physician recommended that the patient perform exercises at home and the patient has begun physical therapy. Additional information was received that the pain was also located in the shoulder. The patient was advised to take tylenol for the pain.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing pain radiating across the clavicle and bicep after an implantable pulse generator (ipg) replacement procedure. The physician recommended that the patient perform exercises at home and the patient has begun physical therapy.